Manufacturer narrative:
(B)(6) 2012 plaintiffs preliminary disclosure received providing dois, dors, and part and lot numbers for all surgeries. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: brand name, common device name, manufacturer name/address, catalog #/lot #, contact office name/address, PMA/510(k) #. Depuy still considers the investigation closed.

Event description:
Pt was revised due to pain, loosening, and metallosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.